Event description:
It was reported that tandem charging supplies felt hot and emitted an unusual odor. There was no reported impact to the customer's blood glucose level. Tandem technical support initiated a return merchandise authorization for the charging supplies.